Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-13118. The pt has two ipgs, both are being reported since it is unknown which ipg is related to this event. It was reported the pt had gained some weight and felt her ipg may have shifted slightly. It was also reported the pt underwent a surgical procedure to reposition her right hip ipg. The pt was doing well postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.